Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, autocapture was found to be off, but the desired mode was on. At the end of an evoked response test, based on markers, the device was pacing at 220 ppm. The physician confirmed that the pacing rate was actually 110 ppm. The rate was programmed to 60 ppm and normal function ensued.